Manufacturer narrative:
The issue was identified prior to any patient involvement. Livanova USA inc manufactures the convenience pack ut adv hrt (B)(6). The incident occurred in (B)(6) united states. The involved device has been requested for investigation. However, photographic evidences showing the reported issue were provided by the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova inc has received a report that, during priming, the tubing connected to the inlet of the arterial filter suddenly disconnected. There issue was identified prior to any patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The complained circuit was returned to livanova. A review of the DHR did not identify any deviations, non-conformities, or material scrap/requests relevant to the reported issue. Based on livanova investigation, a potential root cause of the tubing disconnection could be an alteration of the chemical/mechanical characteristics of the tubings. Additionally, insufficient gluing connection applied by manufacturing operators during the assembly might have contributed to the disconnection. The risk associated to the event is acceptable. No specific action is deemed necessary livanova will keep monitoring the market.